Manufacturer narrative:
- In-depth analysis revealed that the smartview connect application update and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. - it should be noted that such issue can only occur within specific conditions. - this case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect downloaded two certificates and lost communication.